Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer inadvertently fell causing the pump touchscreen to crack. Pump is functional; however, customer cannot see the display clearly. There was no reported adverse impact to customer's blood glucose.